Manufacturer narrative:
As of this date it has been indicated that the device may not be returned to plus orthopedics USA. Should it be returned to plus at some point in the future, it will be forwarded to the MFR for an evaluation. Plus orthopedics USA is in the process of obtaining additional details on the revision surgery.